Event description:
It was reported that during a visual inspection, stent damage was noted. During inspection of the 7 x 5cm rx biliary stent, it was noted that the distal tip of the plastic stent appeared "flattened" and "not round". The device "did not seem right". The device was not used in a patient procedure and did not have any contact with a patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.